Event description:
Per the clinic, the patient developed an ulcer at the implant site resulting in wound dehiscence. Antibiotic treatment was unsuccessful, subsequently, the device was explanted on (B)(6) 2019.